Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that, during a laparoscopic distal gastrectomy, the tissue pad fell off the clamp arm soon after the device was started to use. The tissue pad was retrieved via the trocar. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/6/2021. H6 investigation conclusions: no problem detected (d14). Investigation summary: the device was returned with the tissue pad damage with small piece missing not returned. The device was connected to a gen11 and the device did activate during functional testing. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. This is not a common occurrence; it is possible that the pad tip made contact with something that could have damage it. No other anomalies were noted. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.